Event description:
It was reported an occlusion alarm occurred. Multiple supply changes were performed to address the occlusion alarms; however, the occlusion alarms continued. There was no reported impact to customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported an occlusion alarm occurred. There was no reported impact to customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.